Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated there was no audio from the mx40. There was no patient involvement.

Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report # 1218950-2017-07412 was submitted.